Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: visual inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture and noted scratches appear to be related to circumstances of the procedure. It is likely that during advancement the balloon encountered resistance with the calcified anatomy compromising and/or damaging the balloon resulting in the balloon rupture after multiple inflation. The noted scratches at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to treat an unspecified calcified lesion. The balloon was inflated 3 times to 8 atmospheres and ruptured. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.